Manufacturer narrative:
The device was not returned to the manufacturer for device evaluation. When and if the device become available and is returned and evaluation, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received stating that the tracheotomy tube cuff was found leaking after one day in use. No permanent adverse effects to patient were reported.